Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). The intraocular lens (iol) has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two intraocular lenses (iol) were broken. They were implanted and removed during the same procedure and discarded afterwards. Through follow-up it was learned that the lenses delivered through different delivery systems (one came with injector, already included and for the other, a separate injector had to be used). The lenses were used on the same patient. One of the lenses was reported as wrinkled and the doctor noticed this prior to contact with the patient¿s eye. The second lens had a broken haptic which was identified when implanted in the eye and once it was half inside the capsulorhexis which was removed again without major complications. The surgeon had a third iol of the same diopter available and was able to complete the surgery successfully by implanting this lens. No further information was provided. The account was unable to identify which incident pertains to which of the two reported lenses. Therefore, this report is for the gib00 lens model. A separate report will be submitted for the other lens, model dib00.